Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
DHR/fi noted: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa (B)(4). This finding is not related with the reported event. According to the current risk documents the event of "split in patch" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event. During the trend review of all split in patch complaints for gel breast implants for the period of nov 2018 through oct 2020, was noted an outlier in nov 2018 and dec 18. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold and device appearance (observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: split in patch area, due to a workmanship.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.